Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor and libre sensor kit was reviewed and the DHR showed the freestyle libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer's mother reported the customer (a child) experienced a skin reaction after 1 day of wearing the adc freestyle libre sensor. Customer experienced symptoms described as "red spots and pus" at the sensor site. Customer had contact with a healthcare professional and was prescribed chlorhexidine ointment (antibacterial) for treatment of the sensor site. There was no report of death or permanent injury associated with this event.